Event description:
It was reported that deflation issue occurred. The target lesion was located in the left anterior descending artery. A 5.00 x 16mm synergy megatron drug-eluting stent (des) was selected for treatment, and the balloon was inflated using an encore 26 inflation device. However, the megatron balloon des would not deflate. The physician brought it to the tip of the non-boston scientific guide and withdrew them together. The device was removed intact in a semi-deflated state, and the procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: synergy megatron mr ous 5.00 x 16mm was returned for analysis. A visual and tactile examination of the hypotube shaft identified multiple kinks along the length of the hypotube. A visual and tactile examination of the extrusion identified a break at the site of the guidewire port. The distal section of the break including the distal extrusion, balloon and tip sections were not returned.

Event description:
It was reported that deflation issue occurred. The target lesion was located in the left anterior descending artery. A 5.00 x 16mm synergy megatron drug-eluting stent (des) was selected for treatment, and the balloon was inflated using an encore 26 inflation device. However, the megatron balloon des would not deflate. The physician brought it to the tip of the non-boston scientific guide and withdrew them together. The device was removed intact in a semi-deflated state, and the procedure was completed with a different device. No patient complications were reported.